Manufacturer narrative:
(B)(4). Secondary analysis performed the electrode tip showed signs of two welds, meaning the welder cycled as expected and produced two welds and an operation was not missed. The barrel only received one weld. The barrel side of the electrode tip and the bottom image shows the area on the barrel where the tip is welded on.

Manufacturer narrative:
(B)(4). Batch # n90370. The device was received with the electrode tip detached returned. No further functional analysis could be performed due to the condition of the device. No conclusion could be reached as to how the electrode tip got detached. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the broken electrode fall into the patient? No. The electrode broke off on a mayo stand. Did removing the broken electrode from the patient, cause a change in the plan of care for the patient? No. Is the broken electrode being returned with the device? Yes. Or, was the broken electrode discarded? No.

Event description:
It was reported that during a laparoscopic cholecystectomy, the electrode was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.